Event description:
It has been reported to the co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon. The physician started to place the stent and noticed that the occlusion balloon had deflated 1 1/2 mins into the procedure. The physician inserted the aspiration catheter and was able to aspirate large quantity of debris from the area. The pt had some elevation in cardiac levels, so the physician administered drugs and the pt improved. The pt is reported to have been stable when completed and released the next day.